Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with infusion set cannulas was bent on 02-apr-2024. The patient faced symptoms within 3 hours of insertion. The insertion site was abdomen. Further, the patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6).